Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a true vt (ventricular tachycardia) was detected as a fvt (fast ventricular tachycardia) by the device which was treated with fvt therapy. It was noted the therapy appeared to have broken the rhythm and then the patient returned to sinus tach (st) rhythm. Additionally, the patient received multiple inappropriate therapies because the rate of the st was still in the vt zone in which the patient then continued to get several vt therapies. The device remains in use. No further patient complications have been reported as a result of this event.